Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge fell off the pump. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support guided the customer through loading a new cartridge and customer was able to successfully resume insulin delivery.